Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, blood coagulation disorder, bruxism, immediate implantation, infection, pain, swelling, abscess, bleeding, inflammation, mobility((B)(6) are same patient).